Event description:
As reported by the edwards field clinical specialist, 4 years and 2 months post implant of a 23mm sapien 3 ultra in aortic position, the valve failed due to stenosis. The patient successfully underwent a valve-in-valve procedure with a 23mm sapien 3 ultra valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Incorrect device name previously submitted. Corrected device name in d.1. Investigation is ongoing.

Manufacturer narrative:
Updated h.6 investigation codes based on investigation closure. Added an additional component code for the valve leaflet. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and no other complaints relating to valve stenosis and thickened leaflets was discovered. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU was reviewed. The physician is warned that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Regular medical follow-up is advised to evaluate valve performance. Valve stenosis and valve deterioration are both listed as potential risks associated with the use of the valve, delivery system, and/or accessories. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances and/or IFU/training manual deficiencies were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve stenosis and leaflet thickening were confirmed based on medical record. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 4 years 2 months after implantation of a 23mm s3 valve in the aortic position, the patient developed severe bioprosthetic aortic valve stenosis, that was confirmed by tee, which showed an ava of 0.56cm2 (by continuity equation), 0.7cm2 (by 2d planimetry) and 0.6cm2 (by 3d planimetry). The echo also showed that the leaflets of the bioprosthetic valve were thickened''. Additionally, the patient has medical history of hyperlipidemia and diabetes mellitus. Based on the medical record, it indicated that patient had history of hyperlipidemia and diabetes mellitus. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. Diabetes mellitus is a known factor that may increase the risk of valve calcification resulting in leaflet thickening. As such, available information suggests that patient factors (hyperlipidemia, diabetes mellitus) may have contributed to the thickened leaflet. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, leaflets thickening was likely contributed by the patient condition (leaflet thickened). The leaflet thickened could lead to early valve degeneration/stenosis. And the leaflet thickening may also interfere with the functionality of the device by restricting the leaflet motion leading to stenosis. As such, available information suggests that patient factors (leaflet thickened) may have contributed to the valve stenosis.

Manufacturer narrative:
Updated b5, b7, and h6- clinical code, device code.

Event description:
As reported by the edwards field clinical specialist, 4 years and 2 months post implant of a 23mm sapien 3 ultra in aortic position, the valve failed due to stenosis and thickened leaflets. The patient successfully underwent a valve-in-valve procedure with a 23mm sapien 3 ultra valve. After reviewing the medical records provided, approximately 4 years 2 months after implantation of a 23mm sapien 3 valve in the aortic position, the patient developed severe bioprosthetic aortic valve stenosis, that was confirmed by transesophageal echo, which showed an aortic valve area of 0.56cm2 (by continuity equation), 0.7cm2 (by 2d planimetry) and 0.6cm2 (by 3d planimetry). The echo also showed that the leaflets of the bioprosthetic valve were thickened.